Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to a closed and detached spleen blood vessels on a laparoscopic splenectomy, the stapler was able to fire however, after firing, the home button could not be returned, the jaws could not be opened, and the device could not be unloaded. It was also reported that the device locked on tissue. Laparoscopic procedure was converted to open surgery, and with another new handle using same reload, a portion of the blood vessel was removed, and the faulty device was cut off with the reload. There was a tissue damaged and enlarged abdominal incision that was extended to more than 1 inch (2.54cm) as a result of the event.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The involved device was not returned. A photo was provided. Visual inspection noted the handle could be seen and had a reload attached. The handle was partially articulating the attached reload to the right. The retraction knobs of the handle were fully retracted. No device abnormalities could be seen. It was reported that the jaws of the device were difficult to open and the device was difficult to load. An associated device issue could not be confirmed. The most likely root cause could not be identified because no problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.